Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d284drg implantable cardioverter defibrillator: (B)(6) 2011. A 6937a implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a pulmonary vein ablation, an alert was triggered for high pacing impedance on the right ventricle (rv)lead. The patient remains intubated from the procedure and the lead remains in use. No patient complications have been reported as a result of this event.